Manufacturer narrative:
Corrected data related to h6: the inclusion of type of investigation code ¿10¿ was inadvertently omitted from the previous follow-up report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomena such as a stiff connector connection, rear panel damage, substrate damage, and rear connector damage were confirmed. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the causes are related to a faulty power supply unit and dust accumulation inside the equipment. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the main lamp on her olympus evis exera iii xenon light source went out during an examination. According to the initial reporter, the back up lamp came on. The above complaint was captured under report with patient identifier (B)(6). While performing diligence to the customer, it was discovered that this event took place during another procedure. Reportedly, both procedures were completed using the spare lamp. This report is being submitted to capture the second procedure performed with this faulty device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.